Event description:
After a case, a leak, that looked like oil, was found in the handpiece before it was to be washed. There were no reports that there was a leak in the surgical site and no reported delays. There were no adverse consequences due to this event.

Manufacturer narrative:
Device was returned to the manufacturer for repair. The repair technician found no evidence of leakage. The device had general maintenance done to it and was returned to customer.